Event description:
It was reported that during a wolff-parkinson-white procedure, a pericardial effusion occurred requiring pericardiocentesis. There was difficulty achieving transseptal puncture utilizing a versacross rf wire. The advancement of the baylis versacross sheath across the atrial septum was especially difficult. Following the transseptal puncture and advancement of the sheath, the patient became hypotensive and an echo was done showing a pericardial effusion. A pericardiocentesis was performed and the patient was stabilized. No ablation or additional mapping was performed following the pericardiocentesis. The patient was extubated and transported to the floor in stable condition. Heparin was given during the procedure, but dosage and measured act is unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to add code f1001 absence of treatment and f23: unexpected medical intervention have been added to patient impact coding. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Information within the event suggests that excessive force was applied during tsp resulting in undesired anatomy being punctured. At this point, it can be concluded that unintended use error most probably contributed to the events.

Event description:
It was reported that during a wolff-parkinson-white procedure, a pericardial effusion occurred requiring pericardiocentesis. There was difficulty achieving transseptal puncture utilizing a non-abbott baylis versacross rf wire, rf puncture generator, and versacross transseptal sheath. The advancement of the baylis versacross sheath across the atrial septum was especially difficult. Following the transseptal puncture and advancement of the sheath, the patient became hypotensive and an echo was done showing a pericardial effusion. A pericardiocentesis was performed and the patient was stabilized. No ablation or additional mapping was performed following the pericardiocentesis. The patient was extubated and transported to the floor in stable condition. The physician and lab staff did not describe that any abbott devices contributed to the event. Heparin was given during the procedure, but dosage and measured act is unknown.